Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: this x-ray system's fluoroscopy stopped working while performing interventional procedures using the stereotactic device. The error message, "fluoroscopy failed, please retry," was displayed by the x-ray system at this time. The problem would be corrected by turning the system on and off. There was no patient harm.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.